Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer reported to technical service engineer (tse) that repeated recoverable faults were observed before docking. The error reported for universal surgical manipulator (usm) 1 and tse suggested for hard power cycle; however, the issue persisted. Tse suggested to disable usm 1 and continue the procedure with 3 arms. The procedure was unknown how it was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer disabled the suspected universal surgical manipulator (usm) arm and completed the procedure with 3 usm arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The usm 1 was analyzed and the log reviews recorded error 32056 pointing to axis 2 (i2c). Unit was tested on an in-house system in normal mode where it triggered error 32056. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed automatic generation control (agc) current on the pitch. Aba (applied behavior analysis) troubleshooting was performed with an in-house pitch searchlight flat flex cable (ffc) installed and unit passed. No signs of damage during visual inspection. The probable root cause is attributed to the pitch searchlight flat flex cable in the usm.

Event description:
Refer to h11 for follow-up information.